Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 2408 to 1260. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for investigation findings code is being corrected from code 3221 to 3252 and 3243. This is a follow up report to correct this code. Correcting the additional manufacturer narrative that was initially report from: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. To the corrected additional manufacturer narrative of: correct narrative is: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is a follow up report to correct this narrative.